Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2026, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, the patient developed a temperature of 39.0°c and pneumonia was diagnosed. Intravenous antibiotic therapy with amoxicillin 875 mg 1-1-1 was initiated then switched to meropenem 1-1-1 and pneumonia subsided. Device is still in use.